Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a heart block occurred. Contact force could not be collected and the catheter and ethernet cable were exchanged which did not resolve the issue. The tactisys was replaced to resolve the issue. The procedure was completed, however the patient did get transient heart block during the procedure, but conduction returned.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of heart block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block could not be conclusively determined.